Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, operating current test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No alarms noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm external ram crc error and displayable history crc check failed on startup alarm. Customer's blood glucose at time of incident was 132 mg/dl.